Event description:
The handheld serial cable was returned for product analysis on (B)(6) 2013. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2013, it was reported that the physician's programming system is giving them some difficulties. It was described that when using the programming equipment to interrogate/program, they have to hold the serial cable a certain way for it to work. It was later stated that the physician's programming system works fine with a new serial cable. It was reported that the old serial cable would be returned for product analysis but it has not been received to date.

Event description:
On (B)(6) 2013, product analysis was completed on the handheld serial cable. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.